Event description:
The customer reported that they were not receiving arrhythmia alarms on from one room..the device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that they were not receiving arrhythmia alarms on from one room. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.